Event description:
Report received indicated withdrawal difficulty of embolic protection device through a stent. The angioguard filter basket (unk lot/cat) was deployed to unk arterial site. However when attempts to remove the filter were made, the capturing system was caught on the stent. Subsequently, a "davis 125 catheter" (merit medical) was used to remove the embolic protection device. Upon removal, there was no debris observed in the filter. There was no adverse consequence to the patient. No additional info was available in response to request for vessel/lesion characteristics, pt demographics and procedural info.

Manufacturer narrative:
The product is not available for eval. The device lot number is not known; therefore, a device history record review cannot be completed. With the limited available procedural info and without the return of the product, no conclusion can be made regarding the report of the angioguard capturing system catching on the stent.